Event description:
Home patient (hp) reported a leak in drain bag of ultra y-set. Leak came from a 1/2 inch slit in body of bag near port tube. Hp noted leak post exchange, after bag had been allowed to sit. Per hp, no injury resulted and no medical intervention was required.